Manufacturer narrative:
This complaint is referred to the medwatch program report. Meter serial number and test strip lot number is unknown. A follow-up report will be submitted once additional information is obtained. The customer additionally reported comparing a reading of 189 mg/dl obtained on a free style freedom lite meter to a reading of 69 mg/dl obtained one minute later on a health care provider meter. It is unknown if this product issue contributed to a serious medical event. Furthermore, the customer's "new meter" (unknown meter) was reportedly reading 60 mg/dl higher than what their blood glucose was. It is unknown if this product issue contributed to a serious medical event.

Event description:
A customer reported to the FDA on 25-july-2010 (report # (B)(4)), they obtained on their freestyle freedom lite blood glucose meter a reading which was "120 mg/dl higher than what their blood sugar was". The customer additionally reported they were "woken up ten or more times" by the emergency squad with an intravenous medication in their arm, and no further details were reported. There was no report of medical diagnosis or supplementary treatment. There was no report of death or permanent impairment.